Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the crit-line blood chamber connection. The estimated blood loss was less than 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.